Event description:
Spontaneous. Pts husband reported he was infusing the pts medication and the freedom 60 pump broke during the infusion when there was about 5 ml left of the 10 gram infusion but all 18 grams was drawn up. He tried infusing the medication manually but did not know that the freedom 60 tubing had to be unscrewed and connect the 50 ml syringe to the needles to infuse manually, so he encountered a lot of resistance. He stopped trying to infuse the rest of medication and it had already gone past the 2 hour window for infusing medication that had already been drawn out of the vials. Patient discarded rest of medication and unhooked his wife from the infusion. Contacted patient and advised we will send a new freedom 60 pump and contact office tomorrow to advise them and request a possible make up dose. Patient received partial dose. No adverse event reported. Pump available for return. No further information. Strength: 8gm/40ml & 10gm/50ml. Reported to cvs/caremark by: patient/caregiver.